Event description:
It was reported that in 'viewing corrected interfaced labs' on flowsheet with 'display descending dates' option on, the most recent values/corrections are not displayed. The older values are displayed instead. There was no actual mistreatment reported as a result of this issue based on the available info.

Manufacturer narrative:
Suspect medical device: mosaiq version 2.06.